Manufacturer narrative:
The initial reporter also notified the FDA on 16 february, 2022. Medwatch report # mw5106941. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the catheter split. There was no report of patient impact. The following information was provided by the initial reporter: material no: 381423 batch no: 1137794   it was reported by the consumer unable to advance piv at insertion and the tip split off the needle. Date of event (B)(6) 2021. # of occurrences: 1.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the catheter split. There was no report of patient impact. The following information was provided by the initial reporter: material no: 381423, batch no: 1137794.   It was reported by the consumer unable to advance piv at insertion and the tip split off the needle. Date of event- 06 dec 2021. # of occurrences - 1.